Manufacturer narrative:
Internal complaint number: complaint- (B)(4). This malfunction is being reported because it is associated with an ongoing corrective action.

Event description:
It was reported that error codes were displayed on the latest software version of the clinician programmer upon initial inquiry of the pump. This software anomaly unexpectedly stopped the pump. The patient experienced achiness, nausea and believed to be going through withdrawal. The patient was admitted in the hospital. The error codes were able to be cleared, there are no further issues with the pump and the patient is feeling fine.